Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator was manually exercised and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that prior to a case when powering on the system, they received a collimator error. The site rebooted the system and the error remained. There was no patient present when this issue was identified.